Manufacturer narrative:
The metal cannula was not returned. The catheter was returned and its suture was found broken in two sections. The hub was inspected and no anomalies or damages were found. A mandrel 0.038 inches was inserted through the catheter and it passed properly, without resistance. Additionally, the hub was locked and unlocked using its original key, and no anomalies or resistance were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, the cannula hub detached. A flexima drainage catheter was selected; however, during prep the trocar/cannula is advanced through the drain, the hub pops off and is grabbing the users¿ gloves ad tearing them. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified treatment procedure, the cannula hub detached. A flexima drainage catheter was selected; however, during prep the trocar/cannula is advanced through the drain, the hub pops off and is grabbing the users¿ gloves ad tearing them. The procedure was completed with another of the same device. No patient complications were reported.